Event description:
It was reproted to st. Jude medical that noise was observed on the electrogram. The noise is characteristic of metal make-break connections. The device and lead was explanted and a mechanical problem was reported.